Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that in a survey call recording, the patient stated that their device does not work. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had a pack of batteries and it didn't work and didn't hold a charge. The patient was out of town for a family emergency. New batteries resolved the issue. No further complications were reported. ***MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. ***